Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, universal surgical manipulator 1 (usm 1) had a recoverable fault. An intuitive surgical inc. (Isi) technical support engineer (tse) checked the logs and found error 23138 pointing to axis 5 on the universal surgical manipulator 1 (usm1). The tse asked the surgeon to reseat the instrument and sterile adapter on usm 1. The surgeon reseated the adapter and instrument and recovered fault, but the issue persisted. The tse asked the surgeon to use another instrument on usm 1, but the issue remained. The tse asked the surgeon if it was possible to complete the procedure with three usms, but the surgeon denied. The surgeon converted the procedure. The procedure was completed with no patient harm and with a delay of less than 15 minutes. Intuitive surgical inc. (Isi) followed up with the clinical sales associate and confirmed that the procedure was completed laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the system error. The fse also replaced the foam grip pads. A return material authorization (RMA) was issued to the requesting to have the intuitive product returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart (psc) fixture test platform (pfpt) and failed sine cycle with errors 23138 and 23087. Upon further investigation, there was no fluid intrusion or physical damage.

Event description:
Refer to h10/h11 for follow-up information.